Event description:
Customer reported the system is intermittently making a beep and looking up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the monoblock x-ray tube assembly needs to be replaced. A ge representative ordered that part, but it has not yet been received. It is anticipated that the replacement of this part will restore the system to operating as intended.